Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer reported the unit will not go into standby, and also no display when power on and beeps. The unit is unable to go into significant event logs due to no display on unit on battery or (alternating current) ac. The unit just beeps. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the philips remote service engineer (rse) and the customer. It was reported that the unit will not go into standby, there was no display when powered on, and beeps. The caller advised that there was 9v for battery volts in the pneumatics screen, there was battery error even though ac was plugged in. The caller is unable to go into significant event logs due to no display on unit, and unit just beeps either on battery or ac. The rse advised suspect power management (pm) pcba and provided the part ID. Insufficient information is available to determine the resolution and disposition of the event. The customer was advised to provide the performance verification test results; however, no results were provided. Multiple good faith efforts (gfe) were made to obtain additional information: however, no further details were provided. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.